Event description:
A letter was received from a customer that reported that patient was hospitalized in 02/2002 because of an "exorbitant measurement inaccuracy" at low blood sugar ranges. The letter stated that the glucometer dex 2 system gave blood sugar results consistently lower. They stated that the dex 2 system gave a result of 11 mg/dl while a hospital method (method unknown) gave a result of 79 mg/dl. In addition, they reported blood glucose comparison results over a six day period that in some cases reported both high and low comparisons. In one result they reported that the system gave a result of 0 mg/dl. The dex system reads "lo" for blood sugar results less than 20mg/dl. The parents stated that their pt's hba1c gave a value of 9.6. The test sensors were provided for evaluation.